Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to bradycardia with rates in the twenties, which was below the cardiac resynchronization therapy defibrillator (crt-d) lower rate. The device remains in use. No further patient complications have been reported as a result of this event.